Event description:
The advocate stated, the customer received a blood glucose reading of 600 mg/dl from her contour and a reading of 140 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No additional info was obtained before the call ended. Attempts have been made to contact the customer but to no avil. Product was not replaced and is not expected to return for eval.

Manufacturer narrative:
The advocate was not able to provide product info. It's not possible to determine the manufacture date without the meter info.